Manufacturer narrative:
Citation: brain avm embolization with onyx. W.j.van rooij, m. Sluzewski, g. N. Beute et. Al. The devices were not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this article: 2029214-2017-00359 2029214-2017-00360 2029214-2017-00361 2029214-2017-00362 2029214-2017-00363 2029214-2017-00364 2029214-2017-00365 2029214-2017-00366 2029214-2017-00367 2029214-2017-00368.

Event description:
Medtronic received information through literature review that during embolization procedure with onyx, the catheter glued in the anterior venous malformation (avm) in 2 patients. Microcatheter was cut off in the groin without clinical sequelae. Between may 2000 and december 2005, 44 patient with brain avms were embolized with onyx. There were 18 women and 26 men with a mean age of 42.4 years (median 44, range 14-71 years).